Manufacturer narrative:
Report required by FDA for eua. Eua #203011. User report to FDA:mw5105886. Date of event is approximate, actual date not specified in report received.

Event description:
User reported false positive result. Negative pcr.